Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed and deformations of the conductor coil which occurred most likely during surgery. The analysis of the lead demonstrated an abrasion of the lead's outer insulation. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead explanted due to dislodgement. The patient was in atrial fibrillation which prevented assessment of the capture. Additionally, the physician attempted repositioning the ra lead twice but was unsuccessful. The ra lead was removed and was replaced with a new lead. No adverse patient effects were reported.